Event description:
It was reported that patient presented with painful hip which showed head and trunnion erosion. All components were taken out and replanted with non-stryker implants.

Manufacturer narrative:
It was noted that the device was given to the patient and is not being returned for evaluation. Also, no other medical information would be provided per the hospital protocol. An investigation of the available information will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding wear involving an accolade stem was reported. The event was not confirmed. Device evaluation could not be performed as the reported device was not returned for evaluation. Medical records received and evaluation. A review of the provided medical records by a clinical consultant could not confirm the event based on the information provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that patient presented with painful hip which showed head and trunnion erosion. All components were taken out and replanted with non-stryker implants.